Manufacturer narrative:
(B)(4). The field service representative (fsr) turned on the system-1 and did not see the issue. The fsr downloaded the data logs and sent in to the manufacturer for evaluation. Per the data log analysis the complaint indicates the issue occurred on (B)(6) 2016, but the system was only powered up one time. The system was powered up twice on (B)(6) 2016 and that is most like the day the issue occurred. There are three large roller pumps on the base. Only the pump logs had events for (B)(6) 2016, the system log was flushed. All three pumps were started before the perfusion screen was opened. A perfusion screen is opened at 9:56:07 am. Only large roller pump was stopped due to a safety connection that would have caused stopped to be displayed on the local pump display. At 10:13:47 am an air detected alarm occurred causing the pump to stop. This would cause "stopped: air detected" to be displayed but since the display went up instead of to the right. Only "stopped" was displayed (depots displayed backwards). No part will be returned at this time to the manufacturer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, upon ¿power on¿ of the system-1, one of the roller pump display's read ¿depots¿ vertically. The system-1 was turned off and back on again and message went away. They have not seen this message since. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by log analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.